Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio examined the removed therapy pcb assembly and determined that the cause of the reported issue was an integrated circuit (ic) chip, designator u7.

Event description:
During a preventative maintenance inspection of the customer¿s device, physio-control completed what was originally determined to be a non-critical repair to the unit. There was no patient use associated with the reported issue. After further analysis of the device, physio-control observed that the AED function was inoperable due to a constant ¿motion detected¿ message when the analyze button was pressed. Additionally, it was observed that the ECG waveform's gain (size) would intermittently change, inappropriately, while in AED mode. As a result, the device would not be able to analyze a patient's ECG rhythm while in AED mode and thus could not determine the need for defibrillation therapy.